Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Reportedly, the customer did not practice the proper air removal technique when loading the cartridge. No reported adverse impact to the customer¿s blood glucose level.